Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The cause for the reported issue was due to an auto-off alarm occurring. Tandem technical support educated the customer on the auto-off safety feature. A correction bolus was delivered to address bg.